Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The larger sheath, when inserted, caught the suture and broke the suture or separated it from the vessel. This can occur but can be more probable if the suture loop is loose. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Trial name: (B)(6) - vista nova study. Patient ID: (B)(6) it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the two proglide device were successfully pre-placed. Reportedly, the device [suture] broke during insertion of a 14f introducer sheath, causing bleeding. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was not achieved with the remaining pre-placed proglide suture. An additional non-abbott device and manual compression were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.